Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose exceeded 400 mg/dl; his blood glucose was recently 130 mg/dl when his insulin pump was getting programmed but now it increased. Troubleshooting did not occur for the hyperglycemia and no symptoms or treatments were mentioned. However, the customer noted that his site was bleeding. There were no signs of infection at his site. The insulin pump was not returned or replaced.